Event description:
A (B)(6) male with left shoulder osteoarthritis, admitted on (B)(6) 2017 and underwent left total shoulder arthroplasty, lesser tuberosity osteotomy, biceps tenodesis. During the procedure while impacting the head on to the stem, the impactor instrument broke. Both pieces were recovered. Initial stem implant construct had to be removed of stripped threads in stem and replaced with a whole new implant construct. No harm to the pt.